Manufacturer narrative:
This report is being supplemented to correct d5-operator of device, e-initial reporter section, and g2 - report source.

Event description:
No additional information from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a reportable malfunction was noted where there was no image with a black screen. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had no image with a black screen. There was no patient involvement.